Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number was provided for further evaluation. Without the actual device and/or lot number, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: the nurse is experiencing air in line alarms on the vista pump when administering ivig in glass bottle via tubing 352894. This does not happen with fluids in soft IV containers. The solution is not cold when administered. The tubing is vented. She sometimes sees small bubbles. She gets alarms when this occurs and she resolves by opening the door and clearing the tubing of the bubbles. No injury reported.